Event description:
It was reported the programmer and rf (radio frequency) head were unable to locate a device. The rf head was changed twice. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported telemetry problem when moving the rf (radio frequency) head connection of the programmer. The same thing happened when testing a known good rf head. A printed circuit board subassembly was found to have failed, cause unknown. Tip of stylus pen is loose. (B)(4) rf head passed all electrical testing. No anomalies found.